Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through the clip-it clinical post-market study, that following a procedure involving use of the penditure clip on (B)(6) 2024, the customer reported the patient had a cardiorespiratory failure on *(B)(6) 2024. Patient had worsening hemodynamics and oxygenation following episode of cardiac tamponade with exploration and washout. The patient was placed on venoarterial extracorporeal membrane oxygenation (va-ECMO) the patient continued to decline and was treated with venoarterial extracorporeal membrane oxygenation (va-ECMO), converted to the right ij extracorporeal membrane oxygenation (ECMO). Cannulation with right axillary impella placed on (B)(6) 2024. Patient extubated to room air on (B)(6) 2024. Patient had a prolonged hospitalization from (B)(6) 2024 to (B)(6) 2024. The patient expired on (B)(6) 2024. The adverse event was deemed by the site as not related to the penditure clip/ delivery system device. The adverse event was deemed by the sponsor as possibly related to the penditure clip device. The adverse event was deemed by cec as possibly related to the penditure clip and delivery system.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the patient was undergoing a concomitant coronary artery bypass grafting procedure. It was stated that the cause of death was cardiorespiratory failure. The physician does not believe that the death was related to the use of the penditure implant. Per the site the cardiorespiratory failure was due to the patient¿s worsening hemodynamics and oxygenation following an episode of cardiac tamponade with re-exploration and washout. There are also other adverse events reported as post procedure, acute blood loss anemia and cardiac tamponade. Re-exploration and washout were performed as patient developed cardiac tamponade post procedure and they were taken back to the operating room for emergent re-exploration and washout. The patient had an extensive clot throughout the mediastinum and in the left pleural space with no active bleeding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.